Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited an elective replacement time (ert) indicator after two implant months. The physician elected to explant the device.